Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-01323. It was reported the patient lost effective coverage due to the s3 drg leads had migrated. The issue was confirmed via x-rays. The patient underwent surgical intervention where the leads were explanted and replaced. Effective therapy has been restored.